Event description:
A routine chest x-ray showed that the rv02 lead may have been damaged by subclavian crush.

Manufacturer narrative:
H.3 evaluation summary: the lead was found to be frayed and the wires were broken. An x-ray showed that the coils were cut in two locations. This damage is indicative of a condition known as "clavicular crush." The user manual advises that this type of lead damage may be decreased with leads placed by cephalic vein cutdown or a subclavian puncture site as lateral as possible.